Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: enlw1613c93e, serial/lot #: (B)(4), ubd: 10-nov-2012, UDI#: (B)(4); product ID: enlw1616c124e, serial/lot #: (B)(4), ubd: 03-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. The patient reported approximately seven years later via technical that his stents are shrinking. The patient has a follow up appointment scheduled in january. The cause of the event is unknown. No additional clinical sequelae were reported and the patient is being monitored.